Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No other analysis was performed. Cannot perform a DHR review because a serial number had not been provided by the customer.

Event description:
It was reported that an ec "malfunctioning" only information provided by rep. No patient injury was reported.